Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: 03.010.045 ¿ (B)(4) manufacturing site: (B)(4), manufacturing date: 01.jul.2013 expiry date: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. UDI: (B)(4); lot unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: it was reported during a tibial nailing procedure the surgeon was implanting an expert tibial nail (etn) and when assembling the aiming arm and insertion handle onto the nail, noticed that the cross-locking slots did not line up with the holes in the nail. Also the black screw on the aiming arm was difficult to thread into the insertion handle. They opened a second etn set and used the aiming arm and insertion handle from that set with no further issue. There was a five (5) minute surgical delay; there was no adverse event to patient. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (standard insertion handle, part number 03.010.045, lot number 8428833). The subject device was received in a highly used/damaged condition. Hammer marks around the ø12 +0.036/0 are visible. Device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. No ncrs were marked in the DHR during production. During manufacturing investigation, all relevant and significant characteristics like dimensions were checked. Additionally a function test was performed. All checked characteristics are within the specifications. There are no references to the reported issue. No manufacturing related issue was identified and/or confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.